Event description:
It was reported that the ilet touchscreen was unresponsive to user input, and troubleshooting steps including cleaning the screen, attempting stylus input, waking the screen, forced recalibration via extended wake-button hold, restart while on charger, and a full restart did not resolve the issue, after which a replacement device was provided. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided user troubleshooting and functional checks, with third-party interaction attempted earlier but ultimately not restoring touch responsiveness. Investigation of this device revealed a persistent touchscreen nonresponse consistent with a device interface malfunction involving the display/touch component. The device was placed on a charge pad where it powered on and booted. The screen was legible; however, the touchscreen was unresponsive due to the damage screen caused by an impact to the edge of the display assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.